Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A getinge field service engineer (fse) inspected the unit and was unable to identify any faults. The pump passed all ECG-related testing. No leadwires present to test. The safety disk and tidal volume disk were replaced, as both components had exceeded the allowable inflate/deflate cycle limits. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) ECG not functioning there was no patient harm or injury reported.